Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that, in the middle of an unknown procedure, the camera head image reportedly would come in and out, and the customer believed that the issue was caused by an internal tear in the camera cables. The procedure was completed and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned for evaluation therefore analysis could not be completed. A device history review was conducted and found no deviations or nonconformities in the process that could have caused or contributed to the event. The reported event could not be confirmed. Should additional information be received, a supplemental will be submitted.

Event description:
It was reported by the customer that, in the middle of an unknown procedure, the camera head image reportedly would come in and out, and the customer believed that the issue was caused by an internal tear in the camera cables. The procedure was completed and there were no reports of patient or user harm associated with this event.